Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode due to a device anomaly. Technical services (ts) recommended device replacement to health care professional (hcp). It was noted that revision procedure has been scheduled. No adverse patient effects were reported. Currently, this crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode due to a device anomaly. Technical services (ts) recommended device replacement to health care professional (hcp). It was noted that revision procedure has been scheduled. No adverse patient effects were reported. Currently, this crt-p remains in service. According to additional information, this device was explanted after the patient was deceased due to patient condition. It was noted that the patient was in hospice prior to death. No adverse patient effects were reported regarding this device. This product has been received by boston scientific and further investigation will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.